Event description:
It was reported that the patient experienced an episode of diabetic ketoacidosis (dka) while wearing an insulin pod on the arm for a duration between 5 and 24 hours. The exact blood glucose (bg) level during the incident was not specified. The patient presented with symptoms including muscular pain in the shoulders. Elevated heart rate, thirst, vomiting, and fluctuating sensations of being hot and cold. It was reported that the pod dislodged from the infusion site, causing the cannula to become displaced. As a result, the patient required hospitalization for 2 days, during which treatment including saline drips, vitamins, insulin, and an MRI scan.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization, dislodged cannula and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown. Omnipod software app version: 3.1.2-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: l2+. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.